Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for urological care. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be due to incorrect/missing translation or missing instructions. The labeling and instructions for use were found to be adequate. The DHR review could not be performed without a lot number. Therefore, no additional action is required at this time. Corrections: f, h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that use of a latex foley catheter in latex allergic patients due to the absence of latex labeling in the leaflet. An incident occurred in the hospital where a latex catheter was used on a patient with a latex allergy because the trays product leaflet did not indicate the presence of latex. The patient did not experience any allergic reaction and there were no particular problems. The deputy head nurse, who reported this complaint, is questioning why the medicon product¿s leaflet does not indicate latex, as most other manufacturers' latex products typically include latex labeling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that use of a latex foley catheter in latex-allergic patients due to the absence of latex labeling in the leaflet. An incident occurred in the hospital where a latex catheter was used on a patient with a latex allergy because the trays product leaflet did not indicate the presence of latex. The patient did not experience any allergic reaction and there were no particular problems. The deputy head nurse, who reported this complaint, is questioning why the medicon product¿s leaflet does not indicate latex, as most other manufacturers' latex products typically include latex labeling.